Event description:
During a liver resection, the hand piece failed to seal and dissect. The clinical effects were not achieved. The 'cut' cycle would not cut the tissue, and at times it would simply tear causing additional bleeding.

Manufacturer narrative:
When conmed electrosurgery originally received this complaint, it was not deemed to be adverse as conmed was not made aware of the severity of the additional bleeding or if medical intervention was necessary to correct the situation. The device was received and evaluated, and conmed's investigator found that the 'jaws' of the hand piece would not close completely, and this probably led to the malfunction of the 'seal' and 'cut' functions. Although conmed originally did not report this as an adverse event, a different perspective was presented during conmed's routine audit by the FDA. The FDA's investigator explained that conmed should not assume that medical intervention was not performed just because information of this nature is not presented. To be consistent and conservative, conmed is filing this event as being adverse with the FDA.